Event description:
It was reported to philips that the system could not fully boot up. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host computer. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that there was a problem with host pc hardware and indicated there could be issue with graphics card as the display was not working. Root cause was found to be issue with the host pc hardware. Fse resolved the issue by replacing host pc. The defective host pc was returned for analysis and part analysis identified that video/screen was malfunctioning and the graphical processing unit (gpu) was defective. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.